Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A medical advisor notified allergan that a patient in (B)(6) who was treated with coolsculpting to the flanks on (B)(6) 2020 using the coolcurve presented with paradoxical hyperplasia post treatment.

Event description:
A medical advisor notified allergan that a patient in china who was treated with coolsculpting to the flanks on (B)(6) 2020 using the coolcurve presented with paradoxical hyperplasia post treatment.